Event description:
Customer reported that when the system turned on, lights start flashing, and system won't switch on, then turns it self off.

Manufacturer narrative:
A ge rep evaluated the system and couldn't replicate the error or find anything in error log. System operates as intended.